Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent shoulder arthroplasty on an unknown date. Subsequently was revised to reverse shoulder due to torn of rotator cuff. No additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was confirmed based on the information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Review of the available radiographs by third party radiologist that the overall fit of the implants is appropriate. Superior subluxation of the right shoulder arthroplasty, suggesting underlying rotator cuff tear. A possible fracture involving the proximal humeral diaphysis medially and the acromion. Limited field of view limits evaluation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.